Manufacturer narrative:
Corrected data: h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the valve was inspected prior to use, and was fully sutured and tested prior to re moval. The correct sizers were used for implant, including the barrel and replica end, which were also used to select the size of the implanted valve. A body surface area (bsa) chart was used for valve sizing as well. It was further noted that the valve was explanted and replaced with a 21mm valve of a different manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all the valve leaflets were in a semi-closed configuration with a visible coaptive gap at the leaflet free-margin interface. All leaflets appeared darkened and dehydrated, demonstrating stiffness upon manipulation. Small folds (gaps) were observed at the inferior coaptive junctions (icjs) in the following locations: leaflet 1 (l1): at commissure 2 of post 2, leaflet 2 (l2): at commissure 3 of post 2 and commissure 4 of post 3. Small wrinkles were noted at the margin of attachment (moa) of leaflet 3 (l3). L1 and l3 exhibited slight stretching at post 1. The distribution and orientation of these folds and stretches appear to correlate with deflection of the corresponding stent posts. All commissures were dehydrated but remained intact. Post 1 (p1) exhibited both lateral and outward deflection. Post 2 (p2) and post 3 (p3) exhibited a slight lateral deflection. Upon receipt, the sewing cuff was partially oriented upright. Small tears were present along the sewing cuff, likely attributable to explant-related handling.esent along the sewing cuff, likely attributable to explant-related handling. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturer's product. The reason for the replacement was reported as after implant, moderate transvalvular insufficiency was present. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.